Event description:
Event description guidant received information that this cardiac resynchronization therapy defibrillator (crt-d) was interrogated with inductive telemetry and the battery monitoring voltage measurement was 3.07v (box label: 3.25v). The caller confirmed that this device had not been exposed to a magnet at any time.